Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: registered technician (rt) the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 product was inflated at the end of the case and by the time the patient was wheeled back to recovery, they noticed that there was no air in the band. The band was quickly pulled, and pressure was held until bleeding stopped. There was no patient injury/medical or surgical intervention required and were able to get hemostasis by manual pressure. The patient was in fine condition and the procedure outcome was successful. Additional information was received on (B)(6) 2023: the procedure prior to use of the tr band was a left heart catheterization (lhc). It was unknown how many ml's of air were injected into the tr band when it was applied. The case was finished with a different tr band. Facility stored the tr band on a shelf in the lab. It was noted that the tr band was losing air almost immediately. The estimated blood loss was very minimal. There was no noticeable damage to the device. The patient was in stable condition.